Manufacturer narrative:
(B)(4). The device is expected to be returned for investigation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that the procedure was to treat a mildly calcified mid to distal superficial femoral artery. A 5 x 60 armada 35 balloon catheter could not deflate completely. An attempt to deflate the balloon was made with another inflation device but it still would not deflate fully. A syringe was used to deflate the balloon and remove the device from the anatomy. A supera 4.65 x 60 was deployed to successfully complete the procedure. There was no clinically significant delay in procedure and no adverse patient effects. No additional information was provided.

Manufacturer narrative:
(B)(4). Correction: it was initially reported that the device would be returned for analysis. Subsequent information revealed that the device was discarded and is not available for evaluation. The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities that would have contributed to this complaint. Additionally, a review of the complaint history of the reported lot revealed no other incidents. Based on the information reviewed, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device. Without having the device to examine, the investigation was unable to determine a conclusive cause for the reported deflation difficulty.